Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7 and d10. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by cloudy pd fluid. The cause of peritonitis was unknown. The patient was hospitalized and treated with ceftazidime (at a dose of 125mg/l, intraperitoneal, discontinued after 17 days) for peritonitis. Two days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from peritonitis and cloudy pd fluid. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.